Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace68) was kinked approximately 29.0 and 30.0 cm from the hub. The penumbra system 3max reperfusion catheter 3max (3maxc) was kinked approximately 41.0 cm from the hub. Conclusion: evaluation of the returned device revealed the ace68 was kinked in its proximal shaft. This damage may have occurred due to forceful manipulation of the ace68 during removal from the packaging or preparation for use. The kinked region of the ace68 caused resistance when advancing the ace68 during functional analysis, and likely contributed to the resistance experienced during the procedure. The 3maxc was not mentioned in the complaint and, therefore, the root cause of the 3max kink could not be determined. The non-penumbra catheter mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a middle cerebral artery (mca) stroke using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician felt resistance advancing the ace68 past the hub of a non-penumbra catheter; therefore, the ace68 was removed. The procedure was completed using a penumbra system ace 64 reperfusion catheter (ace64) and the same catheter. There was no report of an adverse effect to the patient.